Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display flickered and the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product was received by the authorized business partner for assessment. The reported issue concerning the device ringing and restarting was noted. Following the evaluation, it was concluded that a corrupted file during the software update was responsible for the reported issue. The unit was replaced to resolve the problem. Analysis of reports of this type has not identified an increase in trend.